Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted the lp exhibited high capture thresholds so the physician decided to reposition. While the physician was repositioning, it was noted the lp and delivery catheter were difficult to move. It was suspected that tissue had adhered to the device, though it was later shown that blood clots within the protective sleeve may have hindered movement. It was alleged there was a connection issue between the lp and delivery catheter. The physician released the lp and the device dislodged. The lp was retrieved successfully with a retrieval catheter. There were no patient consequences.

Manufacturer narrative:
Reported events of inadequate capture, docking issue, dislodgement, and difficult or delayed positioning were not confirmed. Final analysis found tissue on the helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomalies contributing to reported event of capturing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received indicates the patient's tricuspid regurgitation worsened from trivial to moderate. No patient symptoms were reported and no additional intervention was performed.